Event description:
This pt was referred to the eye center, where I am the cornea/external diseases subspecialist. He was diagnosed with fusarium fungal keratitis of his left eye, an unusual etiology of infectious keratitis, based upon koh prep and subsequent corneal cultures demonstrating fusarium fungal species. Of note, this unusual infectious etiology of fungal keratitis was associated with contaminated renu moisture loc contact lens solutions during a previous product recall a few years ago. I also obtained fungal cultures of his contact lens solution -equaline saline solution from albertson's-, the lot # and photo of which are available, and these cultures obtained at the facility are now demonstrating growth of fusarium species. This is concerning for the possibility of fusarium contamination of the contact lens solutions. Diagnosis or reason for use: contact lens storage.